Manufacturer narrative:
(B) (4) (no lens malfunction). (B) (4)

Event description:
The reporter stated, the surgeon inserted and removed an aq2010v silicone three piece lens within the same surgery due to a capsule tear in the patient's eve. The lens was removed with no patient injury and a vitrectomy was performed. An anterior chamber lens was implanted. The reporter stated, the capsule tear was not caused by the lens and the lens did not malfunction. The reporter stated, this facility uses a competitor's phacoemulsification equipment.